Event description:
It was reported that a procedure was performed on (B)(6) 2023 in portugal, utilizing the reform pedicle screw system. When tightening one of the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed from the head of the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the driver is fractured in the tip region. The fracture plane is skewed relative to the driver's longitudinal axis which is indicative of driver failure due to combination loading (torque and bending moments). It had been noted that both the torque limiting handle and the counter torque wrench were being used when the 12407ps driver broke. Proper use of the counter torque wrench would mitigate bending moment loading. It is likely that this driver experienced combination loading over its six plus year usage history. A crack could have been initiated during prior usage which subsequently manifested in this failure. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective action is recommended.

Event description:
It was reported that a procedure was performed on (B)(6) 2023 in portugal, utiliing the reform pedicle screw system. When tightening one of the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed from the head of the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure

Manufacturer narrative:
Review of device history records found a total of twenty-six (26) pieces of lot 12407 released for distribution on (B)(6) 2017 (6pcs) and (B)(6) 2017 (20 pcs) with no deviation or anomalies that would relate to the reported malfunction. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. The information provided indicates that the product is available for evaluation but has not yet been received by the manufacturer. Once received and the investigation completed, a follow-up medwatch report will be submitted.